Event description:
It was reported that two days post implant procedure, patient present to hospital collapsed. Evaluation revealed cardiac tamponade secondary to atrial lead perforation of the right atrial appendage, and 2 centimeter pericardial effusion. Pericardial drain inserted. Further haemodynamic compromise resulting in surgical intervention with lead pulled back and surgical repair of perforated region. The atrial lead remains in use, with re-position planned at a later time when appropriate. No further patient complications have been reported as a result of this event.